Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. Conc ict diluent list number 02p32-11 reagent lot number 33527un19 was used in this event with the architect c4000 analyzer. A review of tickets was performed for conc ict diluent reagent lot number 33527un19. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue for this list number. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue for this list number. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the conc ict diluent for lot 33527un19 was identified.

Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. H6 evaluation codes were inadvertently omitted for supplemental report submitted 4/25/21; this supplemental is intended to populated h6 evaluation codes for this event.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated questionable potassium results for one patient while using the architect c4000 processing module. The following information was provided: sid (B)(6): potassium initial result n/a, error code reported, repeated 1.0 mmol/l, repeated 5.1 mmol/l no impact to patient management was reported.